Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the solenoid valve assembly to resolve the issue.

Event description:
The customer's au680 chemistry analyzer system generated erratic critical high and critical low k (potassium) results that were normal when repeated from two patient samples. There was no impact to patient treatment. The results were not reported outside of the lab. Controls (qc) were run prior to the event and the results met the lab's established ranges.